Manufacturer narrative:
The explanted device was returned and evaluated; heavy calcification was observed in the cusp areas of all three leaflets. The free margins of leaflets 2 and 3 exhibited minimal to moderate calcification, free margin of leaflet 1 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, leaflet 2 had a tear at commissure 3, tear measured approx 6mm in length. Calcification was observed near the region of the tear. Moderate host tissue overgrowth also encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
It was reported by hospital via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately eight (8) years due to calcification. No additional information was provided at this time, despite multiple follow up attempts with the healthcare provider.

Manufacturer narrative:
The explanted device was received, but evaluation has not yet been completed. Device evaluation results and edwards' conclusions will be reported once completed.